Event description:
As reported: scepter balloon wasn't opening properly (shape issue). Hydrosoft coil didn't detach. The patient was reported to be okay.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.